Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The product was returned. The root cause of the low pump flow was due to biomaterial on the outflow cage. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, low flows occurred. As a result, the decision was made to explant the device. The patient survived the procedure.